Event description:
It was reported that the pump exhibited an auxiliary control unit (acu) watchdog failure. No patient injury was reported.

Manufacturer narrative:
The device history record (DHR) review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case was cracked on the front corners. Primary audible alarm background test and auxiliary control unit (acu) watchdog failure were found in the event history log. During functional testing using the power up process, the flow test, and the occlusion test, the reported issue was unable to be duplicated. The root cause was unable to be determined. Replaced speaker and interconnect board as a preventative measure. A corrective and preventative action has been opened to address the reported issue. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).